Event description:
It was reported that a home patient experienced a connection issue between the protective ring and transfer set. This occurred during before the start of peritoneal dialysis therapy while the set was still in the pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.